Manufacturer narrative:
This is an addendum to the initial MDR to document the results of the reactivity testing. Reactivity testing has been performed and it has been reported to davol that the patient did not experience a response to the mesh and the mesh was eliminated as a possible source of the patient's polyneuropathy. Based on this feedback we have concluded that the reported patient condition was not due to the davol mesh used to repair the hernia in 2016.

Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient¿s reported polyneuropathy. A mesh sample has been provided to the doctor for reactivity testing. If/when the testing is carried out and the results provided to davol a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient was implanted with a bard 3dmax light mesh for the repair of an inguinal hernia. As reported in the spring of 2016 the patient was diagnosed with a polyneuropathy of unclear origin. The polyneuropathy is not in the area of the groin, where the mesh had been implanted but in the area of the hands, legs and feet. The doctor has been provided with a bard mesh sample for reactivity testing.